Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Reporter alleged the customer received the results of 25 mmol/l and 11 mmol/l back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips are not available any more, so no product will be returned for evaluation.